Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient's ins surged during a reprogramming session with a rep and they had difficulty turning it off. The patient didn't feel anything as she was slowly increasing the amplitude, then the stimulation surged and the patient threw the programmer head at her, so they were unable to shut it off for about 10 seconds. The rep had patient place programmer head over ins so she could shut it off as the patient didn't want any more reprogramming. The patient was shaking from the experience and had to sit in the office for 10 minutes before leaving. The patient also stated he has had new pain in the center of their back on the right side which goes into right hip since the surge. The patient is scheduled to follow up with their pain doctor for an injection on (B)(6) 2018. The patient will contact the rep when he is ready to schedule a reprogramming appointment. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the surging stimulation occurred during a normal programming session. The manufacturer representative stated that they were slowly increasing the amplitude at 0.05 and the patient wasn¿t feeling it. All of a sudden, the patient could feel it at a very low amplitude. It was noted that the programming head was not positioned over the implantable neurostimulator (ins) to turn it down quickly enough for the patient. To resolve the surging, the patient¿s stimulation was turned off. The manufacturer representative stated that the patient was only using it 1% of the time. It was noted that the issue had been resolved. No further complications were reported or anticipated.